Event description:
It was reported that the patient had IV fluids running at 60ml/hr. Infusion started at 09:16. Fluid bag was completely empty by 1200. Assessed pump and channel. Selected channel fluids were running on and rate was still correct at 60ml/hr but the volume showed 705.5ml left to be infused, although the bag was empty. Brain still infusing antibiotics at correct rate with correct volume. Channel removed from use. There was patient involvement, but no harm.

Manufacturer narrative:
Omit : e2401 - insufficient information, f24 - insufficient information, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction : describe event or problem. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a,b,c,d,g,e,f codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient had IV fluids running at 60ml/hr. Infusion started at 09:16. Fluid bag was completely empty by 1200. Assessed pump and channel. Selected channel fluids were running on and rate was still correct at 60ml/hr but the volume showed 705.5ml left to be infused, although the bag was empty. Brain still infusing antibiotics at correct rate with correct volume. Channel removed from use. There was patient involvement, but impact was unknown.